Manufacturer narrative:
Additional information was requested regarding patient and episodes of meningitis; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted march 2, 2018.

Event description:
Per the clinic, it was reported that the patient experienced recurrent episodes of meningitis. Subsequently, the device was explanted on (B)(6) 2016. The patient was not reimplanted with another device.